Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, the pump dislocated and the pump was retracted into the aorta. The pump was disconnect and explanted.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: clinical details state that the pump was pulled into the aorta while the patient was being transferred. Data logs are not applicable and product was not returned. The cause of the positioning issues was most likely patient movement since the clinical details state that the pump was pulled into the aorta while the patient was being transferred. G1 reporting contact email revised on manufacturer device report 1220648-2025-30682 in accordance with updated procedures.